Event description:
The patient reported that the infusion device did not properly display a2 (battery low) alert or e2 (battery depleted) error and only a beep was given and the infusion device was in stop mode. Only after changing the battery could the infusion device be started but the time and date settings were lost. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The complaint can be verified. According to the pump history the time/date settings have been lost after restart of the pump/battery change. The acid of the supercap has leaked out. Therefore the supercap and the surrounding electronic parts are corroded. The supercap were not functioning anymore and did not provide energy during the battery change to keep the date/time setting in memory. A supercap is a capacitor used for providing energy to the memory integrated circuit to keep the date and time setting for a while, when no battery is in the pump. Higher power consumption of the pump is a consequence failure of the defective supercap this led to a fast voltage drop the w2 (battery low) warning is not displayed and it will be displayed directly an e2 (battery depleted) error. The insulin pump correctly notified the user to check the date and time setting after restart.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.